Event description:
Information received with return of the explanted device notes that the patient was admitted in 3rd degree heart block with lead fracture. One day post lead replacement, the pulse generator "quit working." Therefore, the device was replaced.